Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implanted neurostimulator (ins) cannot be charged. It was confirmed that the controller was fully charged. No visible damage was found on the recharger cord. When the recharger was placed on the ins, "device not detected" appeared frequently. Each time, "charge" was tapped, but even when charging was attempted, it quickly reverted to "device not detected," and charging did not progress. Afterwards, a "system problem occurred" message was displayed.  As product lifespan may be a possible factor, the area representative was asked to respond. Additional information was received. A call was received from the patient and provided the following guidance. The message "system problem occurred" remained displayed, but after removing and reattaching the battery pack, the device returned to the lock screen. When the patient attempted to charge the ins, "device not detected" was displayed. Even after tapping "charge ," "device not detected" continued to be displayed, and the situation had not changed since the patient contacted us earlierin the morning. The patient also mentioned that, even when "charging very good" was displayed during charging in the past, there were times when "unable to charge" would suddenly appear. At those times, both the battery pack and the recharger antenna would sometimes become hot, which had been a concern. The issue has not been resolved, and no patient harm was reported.

Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# unknown: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown: g2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.